Event description:
It was reported that patient had multiple syncopal episodes. After the initial episode, the patient was noted to have frequent premature ventricular contractions. The patient's medication was increased and the device was reprogrammed to increase the capture threshold of the right ventricular lead. A few weeks later, the patient had more syncopal episodes. The right ventricular lead was found to have a loop in the patient's heart which was thought to be causing an interaction. The patient was also noted to have developed complete heart block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2010; 5554 implantable pacing lead (B)(6) 2010. (B)(4).